Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced extended hypoglycemia following routine meal announcements, with blood glucose peaking at 297 mg/dl before dropping to a low of 47 mg/dl and additional lows after a subsequent meal announcement made during a low; the device provided low and urgent low alerts, and troubleshooting and user education were provided regarding meal sizing, correction behavior, and device learning. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included use of oral glucose for treatment and no medical intervention or hospitalization, with blood glucose later returning to 85 mg/dl. Investigation included product use review, confirmation of alert functionality, and assessment of user interaction and dosing decisions. Investigation of this case revealed no device malfunction and suggested user-initiated factors, including meal announcement during a low and possible overcorrection, as contributors to the hypoglycemic events. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use-related factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.